Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 32mm synergy megatron drug-eluting stent was advanced for treatment. However, upon loading the stent into the wire, it was noticed that the shaft was bent. When attempted to bend it back to make it straight, the mid shaft was broken. The device was simply pulled out to remove, and the procedure was completed with another synergy stent. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 32mm synergy megatron drug-eluting stent was advanced for treatment. However, upon loading the stent into the wire, it was noticed that the shaft was bent. When attempted to bend it back to make it straight, the mid shaft was broken. The device was simply pulled out to remove, and the procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device synergy megatron mr us 3.50 x 32mm, stent delivery system was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks and a break at 77cm distal to the distal end of the strain relief and a visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopically, there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.